Manufacturer narrative:
The reported event could be confirmed. The visual inspection of the returned products shows that the plate was returned along with 16 screws, among which 1 is stuck to the plate and 4 are cannulated stand alone screws (asnis). The plate is broken (and not just bent). The surface analysis shows a shiny surface on one of the bridges of the broken plate. Rest lines can also be identified and show the direction of the breakage. This type of breakage is specific to a fatigue fracture. The plate first broke on the shiny area and the two sides rubbed against each other - creating the shiny surface- before the plate broke completely. Since x-rays have been returned, a medical statement from stryker's medical expert was requested: " this fracture could have healed if the patient would not have been able/ or allowed to bear weight, in a poor reduction. But there is not a good reason for the plate to break if a careful post-operative treatment was applied. The reduction is poor. It is clear in the pictures from (B)(6) 2019 that the tibia fractures are not properly reduced at all. This poor reduction also has its influence on the healing of the fibula." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Therefore, the issue can be classified as user related. The root cause can be attributed to an improper reduction of the tibial bone, which resulted in the application of bigger loads on the fibula plate. The latter ended up bending and then breaking due to fatigue. If any further information is provided, the investigation report will be updated.

Event description:
It was reported, the implanted plate is bent. Revision surgery occurred as a result.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported, the implanted plate is bent. Revision surgery is planned for this week.